Event description:
It was reported that when filling up medical fluid into the product using a non smiths nipro syringe, the customer noticed the syringe tip broke off. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. Two samples were received for evaluation. The sample was received without its original packaging inside a ziploc bag. Visual and functional testing were performed. Visual inspection found the female connector was blocked by an object inside it. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.